Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a clinical procedure was performed when the issue happened. The procedure was completed after transferring the patient to another room. Philips field service engineer (fse) went onsite discovered that the fluo command could not be issued intermittently. To resolve the problem, fse replaced wired footswitch and return the part for further analysis, and it show connector plate was bent, several screws were missing, a pedal was detached, and the connector was broken, preventing signal generation. After replacement of footswitch was completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was unable to trigger fluoroscopy. No harm to the patient or user was reported. Philips has started an investigation of this complaint.